Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that they changed battery on the pump and had a low battery, the display was flashing and white. The customer stated that the display was blank. Customer stated that the display was not blank less than 30 seconds. The customer was advised to discontinue the use of the pump and revert to backup plan per health care professional as needed. The insulin pump will not be returned for analysis.